Event description:
It was reported that during a lap cholecystectomy, (3) clips were malformed in a row when it was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2011. Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected 11 of the remaining 14 clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.